Event description:
Customer reported that she had high blood glucose of 407 mg/dl. Customer stated that her insulin pump was not delivering the correct amount of insulin. Customer stated that she checked bolus history and found that the units that she had programmed, they were not delivered. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.